Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received indicated that during a percutaneous transluminal angioplasty (pta), the 40 cm. Powerflex extreme 7 x 4 balloon catheter (bc) ruptured at below the rated burst pressure (rbp) during the second inflation. There was no reported patient injury. Another bc was used to complete the procedure successfully. The product will not be returned for inspection. Additional information received indicted that there were no problems noted during the first inflation. The atmospheres used during the first inflation and when the balloon burst occurred was not known. No target lesion or target lesion characteristic information was available. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The indeflator used was unknown. The same indeflator was used successfully with other devices. The balloon catheter did not kink while being used. The balloon catheter was removed easily from the patient, vessel, etc. The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available.

Manufacturer narrative:
The report received indicated that during a percutaneous transluminal angioplasty (pta), the 7x40mm 40cm powerflex extreme balloon catheter (bc) ruptured at below the rated burst pressure (rbp) during the second inflation. Another bc was used to complete the procedure successfully. There was no reported patient injury. Additional information received indicted that there were no problems noted during the first inflation. The atmospheres used during the first inflation and when the balloon burst occurred was not known. No target lesion or target lesion characteristic information was available. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The indeflator used was unknown. The same indeflator was used successfully with other devices. The balloon catheter did not kink while being used. The balloon catheter was removed easily from the patient, vessel, etc. The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available.the device was not returned for analysis. A device history record (DHR) review of lot 17678297 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported events as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.